Manufacturer narrative:
(B)(4). The issue was determined to be due to a loose alkaline wash solution bottle cap that may have leaked during shipment. The following corrective and preventive actions have been taken: a product recall letter was issued to all customers who received the affected lot. The letter instructs them to discontinue use and dispose of any remaining in-use or inventory bottles showing signs of leakage or loose caps. The letter also instructs the customers to continue the use of the product following the precautions per the architect system operations manual and the safety data sheet if signs of leakage are not observed. A quality hold was issued 27 apr 2015 for all inventory, still within manufacturer control to prevent distribution. Replacement inventory is available as of 22-apr-2015.

Event description:
The customer reported receiving alkaline wash solution lot 49059un14 with caps that were not secured. There was no report of impact to patient results or patient management. There was no report of injury to a user.